Manufacturer narrative:
PMA/510k: this report is for an unknown plate tibial medial high titanium 4 h ao tomofix/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is an attorney. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent elective left total knee arthroplasty surgery and removal of depuy synthes tibial plate and screws. Radiographs revealed severe degenerative changes of the joint and was implanted with a non-synthes devices. No further information provided. This report is for one (1) unknown plate tibial medial high titanium 4 h ao tomofix this is report 1 of 8 for (B)(4).